Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information the pump and reservoir were explanted and replaced due to the reservoir migrating into the scrotum.

Manufacturer narrative:
A titan touch pump and a reservoir were received. As examination of the components may not conclusively confirm or disprove the report of migration, quality accepts the physician¿s observations as to the reason for surgical intervention. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformance's and capas revealed no trends for this lot.

Event description:
According to the available information the pump and reservoir were explanted and replaced due to the reservoir migrating into the scrotum.